Event description:
In 2008, the pt reported that she received an e2 (battery depleted error without previously receiving an a2 (battery low) alert. She stated that she received the e2 after an e6 (mechanical) error was cleared from the infusion device. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.